Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37712 lot# serial# (B)(4) implanted: (B)(6) 2009-explanted: (B)(6) 2011 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with two implantable neurostimulators (ins) for failed back surgery syndrome. The hcp reported that the patient had 2 ins¿ and one of them their body rejected and the ins and leads were taken out. The hcp reported that with the second ins where it was implanted, there was a scab/blister that wasn¿t healing so the patient took a pair of scissors, cut it and pulled the ins out as far as it would come and snipped the leads off. The hcp reported that the patient removed the ins through that open wound and cut it off but didn¿t know how much of the leads remained implanted. The hcp reported that the current device was not functioning, but it was unknown what is the ¿current device¿ as it appeared both ins¿ had already been removed. The hcp reported that they had a CT scan that went up as far as the patient¿s lunch from (B)(6) 2016 that showed there were leads still implanted. No further complications reported. Additional information was received from the patient¿s healthcare provider (hcp). It was reported that there was no battery pack (implantable neurostimulator, ins) in the patient at the time of the call. The hcp stated that only the remaining leads were still in the patient. It was noted that the patient¿s leads were MRI compatible. It was unknown who the patient¿s managing hcp was and the caller had no further information. No further complications were reported.